Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator's pressure transducer printed circuit board was found defective. On-site investigation was performed by our field service engineer. According to provided information the issue was related to pressure transducer test failure, which occurred once, but was not reproduced during onsite visit. Therefore, pressure transducer printed circuit board was not defective. The ventilator passed all functional and safety tests and was cleared for clinical use. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).